Event description:
During pci to the lad a turnpike catheter (ref #(B)(4)/lot #59546) was used to wire the lesion. During an attempt to exchange the wire of a rotational atherectomy wire, the turnpike hit the most calcified area of the plaque and wasn't progressing. When attempting to remove the turnpike, the tip was engaged in the calcified plaque and broke off as confirmed on fluoroscopy and examination of the catheter outside the body. During an attempt to snare the tip, it advanced into a subtotaled section of the lad. A stent was placed in the mid-lad. An angiogram of the lima revealed that the tip was in a septal branch, where it remained at the conclusion of the procedure. There was no adverse outcome for the pt and no change in the treatment plan for the pt, who left the procedure area in stable condition.